Manufacturer narrative:
E1: initial reporter phone no. ¿(B)(6). The device was received for evaluation. During functional testing, the se 20602 was reproduced. While running the device at 25ml/hr for 5 minutes, the system error was encountered confirming that there was a clicking noise (stuck motor) during the run. The shuttle was inspected for any dried fluids and was cleaned with alcohol. The mechanism was removed to visually inspect for fluid instructions, and it was noted that there was liquid residue on the latch bar area. A review of the event history log revealed a se 20602. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was a stuck motor. The motor will be serviced to resolve this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq large volume pump (lvp), as system error 20602 (motor failure ¿ stall / seized) occurred. There was no patient involvement. No additional information is available.